Manufacturer narrative:
A field service engineer (fse) followed up with the customer over the phone. The customer informed the fse that the connection for the lead sensor wire was found unsecured on the wash bottle cap assy. The customer confirmed the aia-360 analyzer is functioning as expected and no further action required. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints identified during the search period. The aia-360 operator's manual, chapter 7, error messages and flags, states the following: [3019] washer low is generated when there is insufficient wash solution. After confirming that assay displayed on the upper right of the assay monitor screen changes to stop, replace the wash solution with new one and press the start key to restart assay operation. The most probable cause of the reported event was due to the wash bottle sensor cable requiring to be securely connected to the wash bottle solution.

Event description:
A customer reported getting error message 3019 "washer low" on the aia-360 analyzer. The customer replaced the wash and primed the wash four (4) times, but errors persisted. The technical support specialist (tss) instructed the customer to verify liquid was flooding properly to the waste when prime is performed and also to check the level sensor wires on the lines going into the wash; the customer confirmed they were functioning properly. The technical support specialist (tss) instructed the customer to prime the wash fifteen (15) times. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.